Event description:
It was reported that during a bowel resection procedure, the device misfired. It cut but did not staple. A second device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.